Event description:
On (B)(6) 2025 patient awoken by vad alarms due to accidental disconnection of driveline without cessation of alarms. Patient taken to hospital. Upon arrival patient controller changed for back-up controller with cessation of alarms.